Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a hardware failure and they replaced the computer. The system then passed the system checkout and was found to be fully functional. Fdm, fdr. The computer was returned for analysis and analysis found no fault with the computer. The computer booted normally to the application screen. The ent program starts and runs normally. No black screens were observed. Seatools long test-no errors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that twice over the last few weeks, the screen on the system went black with a blue bar at the top of the screen. The first occurrence was about 2 weeks prior (exact date unknown) when they were trying to launch the application. The second occurrence was emailed to another representative this morning, but it was unknown if the issue occurred last night or this morning. The issue occurred when the site was trying to select a patient in the system and move forward in the software. No patient was present in either instances. The issue resolved with a reboot in both cases. Issue was intermittent and worked in a case today with no trouble. It was further stated that the system was freezing and would have a split screen. They needed to turn the system off and, on several times, to make it work appropriately." Further information received reported they did an uninstall and reinstall of the software over the phone. They called again and stated that when going into the software the system was freezing up still and the system had rebooted. There was no patient present when this issue was identified. No additional information was provided.